Event description:
Patient presented to the physician with fluid build up in area of the ipg in the chest and exposure of the ipg. Physician determined a seroma initially developed 1 week post-implant and burst due to fluid buildup. Physician brought the patient into the or and created a new pocket for the ipg at the pec facia, slightly inferior, and deeper than the original pocket. Physician irrigated, added betadine, and flushed with vancomycin. Physician closed with the incision with a 4 layer closure, steristrip, and hypafix dressing.